Event description:
The device was explanted and replaced about three months later. No patient complications have been reported as a result of this event.

Event description:
It was reported the device battery longevity was less than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.